Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported during the infusion of sol physiologic with maneuver pulse shows leakage of fluid from the point of insertion. Later evaluation by the PICC team when the dm is removed and replaced. The dm is visually inspected, which shows a fissure of the body of the catheter at about 6.5cm from the exit site. No other information was provided.